Event description:
A trilogy 200 ventilator was returned to the manufacturer for service with the allegation that critical errors occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.